Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped and the pump touch screen was no longer responsive. Reportedly, when the customer plugged the pump back in to charge, the screen became a "brighter shade of black." The customer's blood glucose level was in the 100 (mg/dl) range. The contact confirmed that an alternate method of insulin delivery was available.